Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited changes in the right atrial (ra) pace impedance measurements. Trending displayed a few pace impedances spikes from approximately 600 ohms range up to 950 ohms range. In addition, there were a few recorded pace impedance measurement of 1830 ohms. It was suspected that there was a pacing impedance measurement, measuring greater than 2000 ohms due to the red alert. The involved ra lead is a non-boston scientific product. Boston scientific technical services discussed possible causes and recommended in-clinic testing. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)